Event description:
It was reported that the clinical diagnosis was intraparenchymal hematoma. It was noted that the event was related to the procedure. It was noted that a post-op CT showed 2x1 cm intraparenchymal hemorrhage along the electrode tract. It was noted that there was mild hemiparesis/motor apraxia, dysarthria, dysphagia, and speech apraxia. It was noted that there was in-patient hospitalization. It was noted that there was prolongation of existing hospitalization. It was noted that actions taken included occupational and speech therapy. It was noted that the event resolved with sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0935y, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the event resolved with sequelae, specifically speech and cognitive impairment.

Event description:
Additional information received reported that the event resulted in a life-threatening illness or injury. It was noted that the event resulted in permanent impairment of a body function or permanent damage to a body structure. It was noted that the event resulted in in-patient or prolonged hospitalization. It was noted that the diagnostic types included imaging that showed abnormal right sided deep brain stimulation (dbs) electrode in place with 2 cm intraparenchymal hemorrhage along the electrode tract. It was noted that there was no mass effect or midline shift on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical study reported the clinical diagnosis was updated from intraparenchymal hematoma to cerebral intraparenchymal hematoma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to not related to device/therapy and related to implant procedure/surgery and anesthesia. No further complications were reported/anticipated.